Event description:
It was reported while using the cool path catheter during an ablation procedure, the handle leaked. The catheter was used with the ensite system to create a map. During ablation, the physician noted the handle of the catheter leaked. The procedure was continued with a different catheter. There were no adverse consequences to the patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from the review, a supplemental medwatch will be filed.